Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying alarm led failure message. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem.

Manufacturer narrative:
G4:19feb2021 b4:(B)(6) 2021 h11:g5:k102985 h10: the customer reported that the issue was found while a patient was on the unit, no delay in therapy, no medical intervention, no harm to patient or user. The product service engineer (pse) replaced the power switch overly to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:19feb2021. B4:25feb2021. A similar investigation was performed and it was determined that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.